Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and was determined to be associated with use of the device. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended to the 48cm depth mark. The device exhibited evidence of use. The printing was partially worn from the extension leg and molded wing. Adhesive residue from what was most likely a dressing was observed on the extension leg. A semi-circumferential split was observed in the catheter 7.1 cm from the distal end of the molded wing. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. Wrinkles were observed in the tubing parallel to the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebv1964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient presented with a leak in a 4 fr PICC line. The PICC was removed and a small holed was noted in the inserted line. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient presented with a leak in a 4 fr PICC line. The PICC was removed and a small holed was noted in the inserted line. No reported patient injury.